Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.2b medical device type: one additional code applies; jka.

Event description:
It was reported that before using bd vacutainer® push button blood collection set, the customer found different catalog in the box of wingset on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 2 retention shelf packs from bd inventory were visually inspected and no mixed products were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode mixed product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® push button blood collection set, the customer found different catalog in the box of wingset on unspecified number of devices. There was no health impact or consequence reported.